Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider. It was reported that the patient was involved in a motor vehicle accident where they hit a deer while driving approximately 55 mph. Following the accident, the ins, which was functioning on both the right and left sides prior to the incident, ceased to work the day after the accident. It was noted that diagnostic were run indicating a warning, and further evaluation revealed that only two "leads" on the right side were functioning, with none on the left.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had  a return of pain and issues such as "out of regulation (oor)" or "settings not available." Electrode issues were noted, with electrodes 14 and 15 being red and x-out, and electrodes 1, 9, and 11 through 15 being orange and advised to avoid due to impedance issues. Troubleshooting was performed, which included trying different groups. The impedance report showed electrode 11 had the lowest impedance at 21,850, and electrode 15 had the highest at 25,910. The issue was ongoing, but programming adjustments using different electrodes provided relief, and the "settings unavailable" message was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was lead migration and high impedances reported on the day of surgery. Electrode: 0-40000, 1-40000, 2-40000, 3-37220, 4-40000, 5-40000, 6-40000, 7-1650, 8-39500, 9-19720,10 40000, 11-18890, 12-22110, 13-40000, 14-40000, 15-40000. An impedance check and electrode connection check was performed pre-op. A return of pain was also noted. After the revision of both leads, the impedance check came back as all electrodes in good range in post-op/recovery. The device revision resolved the reported issue. The manufacturer representative (rep) indicated they would send any further information as they become aware.